Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, the blade broke. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.